Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms noted during testing. Pump error 25 noted due to connector resistance issue j6 /pcb 1.

Event description:
It was reported that insulin pump had power error detected alarm. The customer¿s blood glucose was unknown at the time of incident. The customer also state that low battery less than a week. The insulin pump will be return for analysis.